Manufacturer narrative:
The insulin pump alarmed rf pic failed noted during self-test due to faulty electrical component on the rf board. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was assisted with self-test. The insulin pump was returned for analysis.